Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the total daily deliveries matched the user¿s programmed basal rate. Black box showed an occlusion alarm on (B)(4) 2014, two days before the event date, and basal delivery was not resumed. The battery cap was not returned and a test battery cap was used in the investigation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidents. The pump passed a delivery accuracy test. Bolus delivery exercises were completed within the required specifications and recorded correctly. The investigation was unable to verify or duplicated the reported history/settings issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.